Event description:
Customer reports that strip vial label is missing the date and lot number. Unable to run controls. A request for return of suspect product was made, however, customer states that vial has been discarded. A replacement device was sent.